Event description:
Customer reports being unable to obtain a result on the advantage system because the battery was dead. Customer reports passing out; emergency medical technicians (emt's) were called, and she was taken to the hospital; customer tested 378 mg/dl on professional device, and was treated with an IV (contents unknown). Requested return of suspect device and replacement was sent.